Manufacturer narrative:
A partial lead with the 24.2cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with noise on the rv lead via merlin.net transmission. In clinic, noise was seen on vt/vf episodes and non-sustained vt/f episodes. The patient received inappropriate atp and the shock was aborted. The patient complaint of paint at the lead implant site. No other electrical anomalies were noted. Insulation anomaly was noted near the device during the lead replacement. The lead was capped and replaced. The patient was stable post-procedure.